Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a site visit to further investigate the customer reported issue. The customer was able to reproduce the customer reported issue and replaced the usm #2. The system was then tested and verified as ready for use. Isi has received the usm for failure analysis evaluation. However, as of the date of this report, the evaluation of the usm has not been completed.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the customer experienced issues installing an endoscope on universal surgical manipulator (usm) #2. Despite a power cycle, the system did not pass a self-test abnd generated errors. There was no visible damage noted on the arm. The surgeon elected to abort the procedure since all four arms were needed. At the time the procedure was aborted, anesthesia had already been administered and ports were placed. The patient subsequently underwent an open thoracotomy procedure on an unspecified date/time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) replaced by the field service engineer (fse) to perform failure analysis. The usm was analyzed and found to have no functional issues when installed on an in-house system and passed all relevant testing. Although the issue couldn't be replicated, failure analysis identified that the carriage gearboxes could be related to the issue. The complaint was confirmed based on error logs. A review of the site¿s system logs confirmed the errors pointing to the usm.

Event description:
Refer to h11 for follow-up information.